Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory failure. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory failure. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer received the device and evaluated. During the evaluation of the device, they found out that the proper pressure was not being administered and were not within specification. During the investigation, the manufacturer observed a dust-like contamination on the front panel, top enclosure, rear panel, around the air inlet of the blower box, on the bottom enclosure, in the base of the bottom enclosure and on the blower motor along with unknown contaminant on the rear of the flip lid assembly, dust-like and hair-like contaminates and unknown material (possibly tape) in the base of the humidifier was observed. In addition, the manufacturer observed the spring-like pins on the back panel, which was cracked and inoperable. They also observed a dust-like contamination with what seemed to be multiple insects underneath the bottom cover of the device. The manufacturer confirmed the complaint due to the broken tank latch. In this report, box d, h has been updated/corrected.